Manufacturer narrative:
Per issue, patient has thyroid problems and is taking several medications. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Patient current medication and health status may lead to unexpected inr result or testing error. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 4.8, reference = 2.5, mean = 3.65, confidence limits = 2.2 - 5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Recent test conducted on lot 243104 on 08/02/2011 met accuracy criteria. Test results are as follows: donor 80 = 3.2, 3.4, 2.8 inr; donor 81 = 1.6, 1.7, none inr. At least two out three replicates are within the allowable bias (+/- 1.0) of reference results for donor 80 (2.41 inr) and donor 81 (1.56 inr), respectively. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Retain strip testing results met accuracy criteria. Patient's condition as a cause of the unexpected results cannot be ruled out. (B)(4). This reaches the action threshold of (B)(4). Note brick lot number 246544 with strip code z45bu material was split into two different lots. Lot # 243104 into 12packs (smaller lot). Lot # 251117 into 48packs (larger lot). (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4) corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.8, lab: 2.5. Patient's target therapeutic range is 2.0-3.0. Lab result done 20 minutes after the meter result.